Event description:
It was reported by the patient that they believe they were inappropriately shocked by their right ventricular (rv) lead. The patient said they felt "ok" after but they were shook up. Follow-up from the patient's clinic was unable to be obtained to confirmed the complaint. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.